Manufacturer narrative:
The returned meter (B)(6) was investigated with a known-good retained battery. Visual inspection was performed on returned meter and spm (strip port module); no issues were observed. Installed retain batteries into the meter. Meter powered on with button depression. No issues were observed with the lcd during power up and self-test sequence. Control solution testing has been performed and all results were within specification range. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. At this time freestyle strip has not yet been returned and a valid serial number has not been provided for the strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and freestyle strip, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle precision pro meter was reviewed and the dhrs showed the freestyle precision pro meter met specifications prior to release to distribution. Dhrs (device history review) for the strip port module was reviewed and the dhrs showed the strip port module met specifications prior to release to distribution. This also serves as a correction report. Section h4 (device mfg date) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A healthcare professional reported unspecified incorrect readings received on the adc device. On (B)(6) 2025 at 09:55am, the customer had a reading of 40 mg/dl using a laboratory analyzer. At 10:59am and 11:02am, they obtained a blood glucose reading of less than 20 mg/dl using the adc meter. The customer did not experience any symptoms, but was treated with 5% dextrose administered intravenously by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A healthcare professional reported unspecified incorrect readings received on the adc device. On (B)(6)2025 at 09:55am, the customer had a reading of 40 mg/dl using a laboratory analyzer. At 10:59am and 11:02am, they obtained a blood glucose reading of less than 20 mg/dl using the adc meter. The customer did not experience any symptoms but was treated with 5% dextrose administered intravenously by a healthcare professional. There was no report of death or permanent injury associated with this event.